Event description:
Following use of hydrelle - filler product - three pts experienced adverse reactions. Complaint of redness, swelling to nasal labial fold region, x's 7-10 days. Hydrelle (B) (6) 2009 and (B) (6) 2009. Dose or amount: 1 ml; frequency: once; route: ID. Dates of use: (B) (6) 2009, one time injection; (B) (6) 2009, one time injection. Diagnosis or reason for use: rhytids.